Manufacturer narrative:
The internal part of the 8393293 eragon modular graspper forceps insert ø 5mm was evaluated and it was found that the joint part had broken off at the eye to the drawbar. The cause was due to a mechanical overload. Batch records were reviewed and it was determined that a product or production problem was not apparent. Possible hazards were considered in the risk assessment b1-2 r03 with the corresponding extent of damage and probability of occurrence and assessed with an acceptable risk. This evaluation is still valid even under consideration of the current case. The limited stability of the product is pointed out to the user in the ga-s 027 instruction manual. Several tests serve to detect possible defects and damage at an early stage. In chapter 8 control, the user is asked to carry out checks before and after each application. Do not use products that are damaged and incomplete or have loose parts. Send damaged products with the loose parts for repair. Rw (B)(4) considers this case closed; however, should additional information become available, a follow up report will be provided.

Event description:
Richard wolf (B)(4) received the following information on march 05, 2020: according to the customer: joint section broke off during the operation. The user was able to completely remove the forceps from the patient and sent it in for inspection. There is written confirmation that the incident did not lead to a serious deterioration of the patient's or third party's health, but that it did lead to a 30 minute extension of the operation.